Event description:
It was reported that the physician implanted a gore propaten vascular graft for av access. The patient experienced a myxoid reaction. The graft was flowing very well but a reintervention was performed on the graft. Further investigation is pending.